Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed the functional test and revealed no anomalies.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure.